Event description:
Continuous renal replacement therapy (crrt) machine with elevated transmembrane pressure (tmp). Upon inspection the membranes in the dialysis filter were separating. Appeared to have small amount of fluid in dialyzer. Crrt educator at bedside and nephrologist. Blood returned to patient. Manufacturer response for crrt filter, (brand not provided) (per site reporter). No response after 3 attempts.